Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, patient was unable to see distance or near vision well and need glasses. It was also stated that patient was having difficulty finding golf balls on the courses, and difficulty reading street and highway signs and needed glassed to see clearly. There are two medical device reports associated with this patient. This report is associated with the left eye.